Manufacturer narrative:
H3: one device was received for evaluation. Service history found no previous services. The event history logs found no related events. The customer reported issue was not confirmed. There was no device problems and therefore no further actions were taken for the primary issue to be fixed. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were multiple alarms during the infusion. There was patient involvement, and no patient harm/adverse event reported.